Event description:
The reproter called and alleged discrepant results when compared to a lab. The reported deive result was 4.1, 4.2, 3.6, 4.1, 4.2, and 3.6, inr. The corresponding reported lab result was 3.1, 3.0, 2.6, 3.1, 3.0, and 2.6 inr.